Event description:
16-gauge angiocath being used as introducer for heat lesion treat with a right sympatheticectomy in the hip area. The catheter was introduced into the skin of the right lower hip/back with removal of the needle. A blunt needle with a 10mm blunt tip was then introduced in the angiocath catheter. The "wire" for heat lesion treatment was introduced into the blunt needle and the patient tolerated 90 seconds of treatment. The "wire" was removed and the blunt needle and angiocath were removed as one unit. Upon removal of the catheter and blunt needle only the hub of the angiocath was noted. The catheter tubing was palpated in the subcutaneous layer of the skin. The catheter segment was removed by another physician.